Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. Concomitant medical products: coronary sinus catheter, model #d-1353-04-s, lot #17430188m, carto 3 system, model #m-4800-01, s/n: (B)(4), smartablate generator, model #m-4900-07 s/n: (B)(4), super arrow-flex sheath introducer set 8 fr. 45 cm (cl-07845), model and lot numbers unknown, terumo pinnacle introducer sheath 8 fr. 10 cm (rss801), model and lot numbers unknown. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, a tamponade was confirmed via soundstar ultrasound catheter. Pericardiocentesis yielded 200cc. Patient remained hemodynamically stable throughout the process. Remainder of procedure was aborted. Pericardial drain was left in place. Patient required an extra night of hospitalization as a result of the adverse event for monitoring. Patient fully recovered with no residual effects. Medical history includes coronary artery disease. Factors cited that may have contributed to the adverse event include that isuprel (isoproterenol hydrochloride) was administered while the soundstar catheter was in the right ventricle. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and that a perforation may have occurred while the soundstar catheter was in the right ventricle. No transseptal puncture was performed as ablation catheter was placed into the left ventricle via a retrograde approach. Sheaths used included a super arrow-flex sheath introducer set 8 fr. 45 cm (cl-07845) and terumo pinnacle introducer sheath 8 fr. 10 cm (rss801). No ablation was performed. There were no error messages reported on any bwi equipment used during the procedure. Patient received anticoagulants during the procedure with activated clotting times maintained between 300-350 seconds.

Manufacturer narrative:
Additional information was received on 6/20/2016 that the device was disposed of. On 6/21/2016, the serial number of the device was received. On 6/27/2016, the DHR was reviewed. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).